Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed multiple false downstream occlusion alarms during patient infusion in the medical critical care stepdown unit (mccsu). It was observed that the pump alarmed multiple times in a shift; however, when assessed, there were no occlusions identified on the intravenous line. Morphine was being administered during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. Correction (missing): b5, f10/h6: medical device problem codes (add code). B5: additionally, the pump was not infusing the medication properly; there was approximately an additional 20 ml of morphine solution that was unexpected. When the nurse went to dispose of the bag, there was 110 ml of morphine solution left after emptying the bag and line. The morphine bags were only 100 ml and the patient should have received approximately 10 ml of the bag. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.